Event description:
The device was used during a wedge resection procedure. Reportedly, the staples did not form properly. The surgeon converted to a laparotomy and sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.